Event description:
It was reported that post heart surgery the patient needed a pacemaker. It was noted that post surgery, the physician was unclear if the patient lost av conduction as fast atrial rates with tracking occurred that was determined not to be pacemaker mediated tachycardia. The device did not mode switch. The atrial detection rate was lowered but that did not ease the fast rate. The physician programmed the device to vvir mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).